Event description:
After approximation, green indicator was visualized, safety was released and handles were squeezed. The handles were allegedly difficult to squeeze, and then the cartridge broke. There was unanticipated sigmoid tissue loss and surgical time was extended by greater than 30 minutes. The component was retrieved. Lar double staple.